Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the two initial inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the peroneal artery with moderate calcification. The 2.5x120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was inflated three times and ruptured at 8 atmospheres. A 2.5x80 mm balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.